Event description:
It was reported that this bilateral patient did not fully benefit from her cochlear implant on the right side. Reportedly, the incision did not heal well and there is drainage in the post-auricular area. The receiver/stimulator also appears to have shifted and is partially extruding, the surgeon will explant the device in 2007 and reimplant the patient with a new device at that time.

Manufacturer narrative:
(B) (4)

Event description:
(B)(4). Same case as 2134265-2010-02186 and 2134265-2010-02187. It was reported that following a coronary artery stenting procedure the patient experienced stable angina. The lesion being treated in the index procedure was a 3.00mm, 99% stenosed, 16.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 2.75x14mm balloon. The physician then implanted a 3.0x16mm taxus express2 stent. Post-dilatation was not performed, however post-ivus was performed. The stent expanded well. Residual stenosis was 0% with timi flow 3. The patient was discharged 14 days later with stable angina symptom on panaldine and bayaspirin. In (B)(6) 2008 the patient developed unstable angina. According to the physician, this symptom was unrelated to the taxus stent. The physician performed pci on the proximal left anterior descending (prox lad) artery which was 3.50mm, 32mm long and 90% stenosed. The physician implanted a taxus express2 stent and used a balloon catheter of unknown size to treat the lesion with 0% residual stenosis. The distal right coronary artery was also stenosed. The physician treated the 2.50x18mm, 75% stenosed lesion using a balloon catheter and taxus express2 stent of unknown size. Residual stenosis was 0%. When (B)(6) follow-up was performed, the physician found the patient's anginal symptom changed for the worse than the result of (B)(6) follow-up. There was no information regarding what action was taken.